Event description:
The actual size of the smart stent implanted in the left common iliac artery did not appear to be 8mm x 6cm as labeled on the product carton and the device itself. This was noted as an 8mm x 4cm balloon was used to post dilate the stent, and the length of the deployed stent was 4cm, the dame length as the post0dilatation balloon. In addition, as there was plaque distally which was intended to be covered with this stent, another 8mm x 4cm overlapping stent had to be deployed at the target lesion. The length of the lesion was noted to be 5cm and the vessel diameter was 8mm with mild calcification. There were no reported pt complications. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.